Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal [2000 mcg/ml] at a rate of 298.2 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the patient was "tight" but had no withdrawal-type symptoms. The patient had a volume discrepancy; the actual residual volume (~22 ml) was greater than the expected volume (5.4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.